Manufacturer narrative:
(B)(4). The product analysis can't be performed as the product was not returned. A retain sample of batch a946bb0709 has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual behavior during mixing, handling or setting. The reported behavior of the cement cannot be reproduced. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding too short setting time: 2 complaints (2 products), this one included, have been recorded on optipac 80 biomet bone cement r, reference (B)(4), from (B)(6) 2017 to (B)(6) 2021. 1 complaint (1 product), this one included, has been recorded on optipac 80 biomet bone cement r, reference (B)(4), batch a946bb0709. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cement hardened before the stem was set in the target position. The surgeon attempted to insert the stem in 5 minutes, but was informed that it did not reach the target position. It was removed because it could not be reduced. The cement could not be completely removed. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the cement hardened before the stem was set in the target position. The surgeon attempted to insert the stem in 5 minutes, but was informed that it did not reach the target position. It was removed because it could not be reduced. The cement could not be completely removed. No additional patient consequences were reported.